Event description:
It was reported that upon preparing the xience v otw 3.5 x 12 mm device, it was noted that the stent was loose on the balloon and there were flared stent struts. The device was not used. There was no patient involvement. Another same size xience v was used in the procedure. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported loose stent and flared stent struts (partially expanded struts) were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.